Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an unexpected shutdown during a continuous chemotherapy infusion on a patient (medication and rate parameters not provided). Additional device errors were described as "technician code 1001 and error 196". The device was swapped out as a result of the errors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.